Event description:
The patient has been stable on bivalve this morning; however, we noticed that some membrane-like fibrin tissue along with lvad and rvad inflow cannulae. So we have decided to change out both pumps with the cannula.